Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 69-year-old female, the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, 30j testing, and ECG stress testing without duplicating the report. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The mulifunction cable used at the time of the report was not returned for evalaution. Analysis of reports of this type has not identified an increase in trend.